Event description:
The first night she fitted the guard, after less than a week it started to pull apart from the hard base. She fitted the 2nd one and didn't bite down as hard so she left more of the top and bottom together, and that one completely came off the soft top. She used that one for about 4 weeks.

Manufacturer narrative:
No additional info is given by the consumer. No lot code was given, no product was returned for investigation. No injury was reported, no medical attention was sought. This is being reported because if part of the device is swallowed due to delamination, medical attention may be necessary to remove the device.